Event description:
Patient reported right side accumulation of foreign and adulterated silicone particles in their bodies (captured as silicone migration), including the resulting inflammation, cellular damage, and subcellular damage. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.